Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: service and repair evaluation: the repair technician reported that contact plate was cracked, wires were discolored, water and debris was present on internal component, grinding bearings and rust on motor was present. Device does not run at forward, fast-forward and reverse. Also, cosmetic test failed too. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: product code: 05.000.008. Lot number: 008372. Release to warehouse date: 27.mar.2013. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
It was reported that on an unknown date the product was no longer working. It is unknown when the issue was observed. It is unknown if there is patient involvement. It is unknown if reports of injuries, medical intervention or prolonged hospitalization occurred. No further information was provided.